Event description:
A vsi micro-introducer kit was used during a patient procedure. During the procedure, the tip of the guidewire provided with the vsi micro-introducer kit separated and remained in the patient.

Event description:
A vsi micro-introducer kit was used during a patient procedure. During the procedure, the physician retracted the wire through the needle despite IFU warnings that guidewire damage could result. The tip of the guidewire was separated as a result.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death. Not returned to manufacturer.